Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported blood glucose levels reached 26mmol/l (>450 mg/dl), and was hospitalized for 2 days. Hyperglycemia was treated with infusion with nacl and insulin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was found to be missing a component. The device was missing the tube nut from the leadscrew. The clutch spring could not engage on the missing tube nut to advance the plunger and deliver insulin which could impact the delivery of insulin.the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."